Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown . E.7 initial reporter addr 1: (B)(6). H.6 investigation summary: "material #: unknown. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using the unspecified bd product that the rubber stopper remained in tub. The following information was provided by the initial reporter. The dealer reported that when using the blood collection tube, only the outer cover can be taken off, but the inner cover cannot be taken off.